Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact admiral paclitaxel pta balloon catheter to treat a lesion in the sfa which was reported to be moderately calcified. The lesion was pre-dilated. The dcb was prepped and used per IFU. No abnormalities noted during preparation and inspection of the device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted during delivery of the device to lesion. Once physician inflated balloon to 12 atm (first inflation), it burst. He removed the balloon from the patient and successfully continued procedure with new dcb. No clinical sequelae reported.